Event description:
The customer reported that the device did not seal although an end tone, indicating a completed seal cycle was heard. Another device was used to complete the procedure without incident. There was no pt injury.

Manufacturer narrative:
(B)(4). Date of initial report: (B)(4) 2012. The site has indicated that the incident sample has been discarded. If additional info pertinent to the incident is obtained, a follow-up report will be submitted.